Event description:
It was reported that the device became stuck upon removal. An 8mm x 36mm, 5f, 135cm carotid wallstent? Monorail? Endoprosthesis self-expanding stent was selected for treatment. However, after the stent was deployed, it was noted that the device became stuck on the guidewire upon removal. The physician had to remove the entire system. The procedure was completed with this device. There were no patient complications as a result of this event.

Event description:
It was reported that the device became stuck upon removal. An 8mm x 36mm, 5f, 135cm carotid wallstent? Monorail? Endoprosthesis self-expanding stent was selected for treatment. However, after the stent was deployed, it was noted that the device became stuck on the guidewire upon removal. The physician had to remove the entire system. The procedure was completed with this device. There were no patient complications as a result of this event.